Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient could not walk and was recently sent home from rehabilitation with medications for nerve pain and anti-coagulant. Nevro tried to obtain additional information however the cause is unknown. It was also reported that the patient had an emergency surgery for gall bladder before implant. Stimulation continues to be on and there have been no reports of further complications.